Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey source conducted, two patients experienced chronic pain.